Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage, which distorted that display screen's legibility. The most recent blood glucose reading was 137 mg/dl. The customer stated that there was a crack, which started from the screen and ran completely around the insulin pump. She did not know how the damage had occurred. She stated that she was unable to read the display clearly. Advised replacement of the insulin pump. She declined return of the device at this time. Nothing further reported.